Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. During a troubleshooting with adc customer service, it was identified the date and time were set incorrectly and upon resetting the time and date and recalibrating, the error message issue was resolved.

Event description:
A customer reported getting an error-6 message on their precision xtra meter and as a result of being unable to test, experienced lightheadedness with subsequent loss of consciousness. The customer reportedly self-treated by eating food to counteract the event. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.